Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for positioning issues and saturated flow has been completed. Data logs confirmed the pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. Logs also showed about 9 hours & 45 minutes into the support, suction occurred followed by an increase in pump flow and an increase in purge pressure despite no change in p-level. This saturated flow remained to the rest of the case. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue during bench test. The biomaterial may have been flushed out of the pump prior to return to headquarters. The root cause of positioning issue was most likely use related. The root cause of saturated flow was most likely biomaterial based on the data log review and the reported biomaterial observed in the outflow. Based on clinical description and product analysis, the root cause of positioning issue was most likely use related. The root cause of saturated flow was most likely biomaterial based on the data log review and the reported biomaterial observed in the outflow.

Event description:
The complainant had an impella cp placed to support a patient admitted in acute myocardial infarction/cardiogenic shock. The patient had percutaneous coronary intervention with the support of the impella cp but the pump was removed with mal-positioning and flow saturation. The pump had come out of good position and could not be adjusted. There was no harm or injury.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.